Event description:
Please be advised that while investigating an event involving one of our products, (B)(6), inc. Noted a potential adverse event regarding a non-(B)(6), inc. Product. It was reported that st-segment elevation on the EKG was displayed on the carto 3 system and the recording system towards the end of the procedure and during pfa applications. The patient had no visible symptoms and they were able to complete the procedure. The medical intervention provided was that the patient was given nitroglycerin. The st elevation issue was resolved after 15-20 minutes. The patient was reported to be in stable condition. Only therapeutic/diagnostic bwi products used were the octaray catheter and the soundstar catheter. The caller stated that the farapulse generator was used for ablation. Additional information received stated used farawave catheter on anterior side of la. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).